Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that log files submitted for review did not capture any low speed or pump stop events while utilizing the no ground cable. Phase data wire value averages and all wire values are within specifications. The patient had a fluoroscope done and there were no areas of concern.

Manufacturer narrative:
Approximate age of device- 7 years and 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient reported observing low speed advisories alarm. Log files submitted revealed speed drops below the low speed limit on (B)(6) 2019 and (B)(6) 2019. These issues only appear to be occurring while the vad is connected to the power module and is suspected to be caused by short to shield. The patient was placed on an ungrounded cable and discharged home since the patient is currently stable. The physician will determine later if the patient needs a percutaneous lead repair. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported speed drops below the low speed limit were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The submitted log files contained intermittent speed drops below the low speed limit throughout the log files, with 20 total low speed advisory alarms recorded. The captured events all occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. After the patient was placed on an ungrounded patient cable, no additional low speed advisory alarms were recorded. It was reported that the low speeds were thought to be due to short to shield. The patient was placed on an ungrounded cable and a perc lead repair has not been scheduled. The patient is currently stable and the physician will determine later if the patient needs a perc lead repair. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii left ventricular assist system instruction for use and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond.